Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d5: operator of device corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: review of the submitted log file extracted from the returned console was confirmed the reported event of the complete loss of flow. A specific cause for the reported event could not be conclusively determined. Review of the log file from the reported event date of 05feb2025 captured a flow below minimum alarm with flow dropping to approximately 0 liter per minute (lpm) during this alarm. The system appeared to operate at the set speed without issue until the system was manually turned off. The centrimag pump was not returned for evaluation. The us (united states) centrimag blood pump instructions for use (IFU) lists hypertension as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled pump setup and operation warns the user that if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump. The IFU also contains a section titled emergency pump replacement. The 2nd generation centrimag system operating manual is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 ¿flow signal interrupted¿ and f3 ¿flow below minimum¿ alerts, as well as appropriate operator response to these events. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to heart cardiac catheterization. While lines were being placed, the extracorporeal membrane oxygenation specialist (es) reported a sudden and complete loss of flow occurred. Other than a peripheral arterial line being placed, the patient's cervical cannulation site was not manipulated per es and anesthesiologist. The patient was running at approximately 350ml/min at ~3000 rpm. No labs were collected at that time. The es initially decreased rpms. They were unsure how low she went, but did not reestablish flows. They then attempted to throttle rpms up and down in hopes to restore flow. They did not clamp off the patient. They felt like despite seeing rpms listed, that the pump was not spinning. They proceeded to move the cone to the centrimag backup console and centrimag motor housing. The es stated that when she fired up the new console, they could reestablish patient flow. The anesthesiologist delivered code doses of epinephrine and increased continuous infusion to support patient off extracorporeal membrane oxygenation (ECMO). The es reported that switching the motor and console fixed the problem. The patient was initially hypertensive but recovered to baseline. Per es, only the alarm indicating flow was less than flow alarm limit occurred. There were no labs completed. The reason for zero flow was not positively identified. The nurse made a statement that she thought the original motor housing was not working during the zero flow by stating, ¿I couldn¿t tell if it was working or not because I didn¿t feel it vibrating¿. The motor housing was tested after the patient had been switched to the backup motor housing and a non-sterile pump was tested and worked as expected. It was reported there may have been a collapse of the venous vasculature around the drainage cannula that did not immediately release to provide flow to the pump. The es had said the post pump pressure was low during the event. The flow was believed to have been reestablished after the pump stopped completely when changed to the backup console and motor housing.